Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the device could not cross the lesion. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. It was predilated with a 1.5x15mm non-bsc balloon. Next, a 3.0x28mm promus element stent delivery system (sds) was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. Device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: a visual and microscopic examination of the device revealed stent damage. Struts toward the proximal end of the stent were raised. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).